Event description:
The customer reported the device will not power on. No patient involvement was reported.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the power supply. The device is back in service.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).